Event description:
Legal representative reported "rupture", "significant chest pain", "visible changes in thoracic symmetry", "deformity" and "local discomfort". Later healthcare professional reported "signs of capsular contracture baker grade unknown and birads-4". Later healthcare professional reported "collapse of right breast expander", "pulmonary micronodules with inflammatory aspect", "calcified pulmonary granuloma in right lower lobe", "discrete bronchial wall thickening with inflammatory aspect", "small renal cyst" and "small hiatal hernia". This record is for right side. The device remains implanted.

Manufacturer narrative:
Follow up for further information is unable to be performed at this time. Reason for reoperation: rupture.